Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the database and found no bogus pocket in station. Further the tss updated windows and restarted the station. Then the field service engineer (fse) inspected all drawers and pockets in storage space configuration and found no reported failures. With the customer logged in under the inventory tab, fse located a medication that was grayed out and inaccessible, indicating the station was registering a hidden failure without offering recovery. The fse logged into support mode, opened the hardware testing application, and removed the problematic pocket from auxiliary drawer 3.1. After logging out, the fse manually launched the medication application from the support desktop, and the customer logged in again. Then the removed pocket appeared under recover failed storage space and was successfully recovered. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a ghost pyxis failure and the issue could not be resolved. However, there were no delay or adverse events or injuries reported based on this event.